Event description:
It was reported by a nurse practitioner that the patient presented with high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.